Event description:
Initial procedure was planned as anaortouni-iliac graft configuration to repair an aaa utilizing the zenith endovascular graft. Device sizing had been calculated based upon a right sided introduction. Prior to the procedure, the planning of the aaa was amended and the decision was made to advance the graft via the pt's left side as well as place a three-piece modular graft. As a result of the planning change, the physician elected to place iliac extension distal to both leg grafts. Due to the size of the common iliac vessel, the iliac leg extension would fit very tight in the vessel. During the molding of the contralateral leg extension, the physician elected to mold the distal end of the graft prior to molding the overlap junction. When the molding balloon was inflated, the balloon catheter ruptured. Although no injury was incurred to the pt, the balloon catheter had caught on the inside stent of the graft. A wire guide and an angiographic catheter were advanced into the lumen of the leg extension as a measure of releasing the balloon from the stent. The balloon was inflated and used to push ruptured balloon away upward and off of the stent. Balloon catheter was removed, without disturbing placement of the endovascular graft.